Event description:
The manufacturer received information from the patient's daughter alleging that the patient, who had a medical history of severe copd and hypercapnic respiratory failure requiring non-invasive ventilation, died on (B)(6) 2024 following treatment with a trilogy 202 ventilator. An independent respiratory physician reportedly concluded that, on the balance of probabilities, failure of non-invasive ventilatory support likely contributed to the patient's death. The patient's daughter stated that the exact circumstances surrounding the patient's death remain uncertain and are currently the subject of a coroner's inquest. It is unknown whether the patient was receiving therapy from the device at the time of death. It was reported that the device generated a high-priority low oxygen inlet pressure alarm, indicating loss of oxygen supply. The alarm was reportedly acknowledged, and the trust's (hospital's) investigation indicated that the oxygen supply was subsequently reconnected. However, it could not be confirmed whether oxygen delivery was successfully restored following reconnection, as the available significant event report did not provide sufficient information to verify restoration of oxygen therapy or explain the subsequent period of ventilation. The patient was reportedly receiving non-invasive ventilation via a full-face mask with a standard breathing circuit and supplemental oxygen. The specific accessories used during the event could not be confirmed. During the hospital's investigation, questions were raised regarding whether the mask incorporated an anti-asphyxia valve. The hospital was unable to confirm whether the mask used by the patient included an anti-asphyxia valve but reported that other masks stocked by the facility did not incorporate anti-asphyxia valves. The patient's daughter advised that the device remains in the possession of the hospital and provided contact information for hospital representatives. Device logs covering the period from 1:46 a.m. Until the device was powered off at 8:16 a.m. Were obtained; however, additional device information is required before a comprehensive analysis can be completed. This information has been reviewed by the clinical expert and has determined that based upon the information currently provided and available, device cause and/or contribution to the reported event of the patient's death cannot currently be confirmed, nor refuted. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing, and the root cause has not been determined. If additional information becomes available that impacts the investigation findings or reportability determination, a supplemental report will be submitted.